Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. A revision procedure was performed and an insulation abrasion was noted during the procedure. After the extraction of the lead, a superior vena cava (svc) tear was noted during the extraction of the patient's right ventricular (rv) lead. It was unknown when or how the tear occurred. The patient was immediately moved to the operating room for repair of the tear. The patient did not receive a new system at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.